Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05584. On (B)(6) 2004, the patient was implanted with an scs system. The patient was kept overnight for a standard 23 hour observation. The following day the patient's legs began to shake uncontrollably. The same incident allegedly occurred prior to the patient being implanted. The patient also complained of nausea. Blood work revealed the patient had possibly been experiencing a heart attack. As a result, the patient was transferred to the ICU. While in the ICU the patient developed pneumonia. Follow-up revealed the patient was sent to rehab for a week following being hospitalized also for a week. It was also reported the patient's issues have resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.